Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This report is being redacted as it was reported with the incorrect serial number, and the event was already reported via report # 2649622-2011-18238, which reflects the correct serial number.

Event description:
It was reported that an x-ray was performed and was indicative of the rv (right ventricular) lead perforation. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.